Event description:
Event description cpi received information that during the normal review of this patient's therapy history, one non-sustained ventricular tachycardia episode was declared by the ICD, but the ICD's stored electrograms show the event as bradycardia.